Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Testing of the lead on a pacing system analyzer (psa) also noted pacing impedance measurements greater than 2,000 ohms. The lead was surgically abandoned and replaced. The device was noted to have reached elective replacement indicator (eri) and was explanted and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.